Manufacturer narrative:
The suspect device was returned for evaluation. The returned sample was initially leak tested and there was no leakage and no occlusion observed. Individual sample was subjected to saline being introduced into the fluid path and zeroing was performed. The static pressure was monitored on the pressure monitor for 24 hours and the pressure readings were stable. A faulty cable may have been the cause of the event due to excessive manipulation of the cable assembly; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges the IV pump showed a too high pressure after a several hours and changing of pump didn't resolve the issue. Changing the system did resolve the issue. No reported patient injury.